Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) because they received an automated outbound call and wanted to let ts know their device had been explanted due to pneumococcus infection. Ts referred the patient to their health care professional (hcp) in order to unenroll the patient from the latitude remote patient monitoring system. Besides the infection and subsequent device explant, no other adverse patient effects were reported. At this time, another ICD has not yet been implanted.